Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges she went for a walk with her mother around her house and when they were going down a street the chair allegedly did not stop and allegedly began to roll downhill on its own. Consumer alleges her mother shouted that the chair did not stop. Consumer's daughter ran to try to stop it and she only managed to stop it a little but the chair went against the curb and consumer's mother allegedly fell off the chair.

Event description:
Consumer's daughter alleges she went for a walk with her mother around her house and when they were going down a street the chair allegedly did not stop and allegedly began to roll downhill on its own. Consumer alleges her mother shouted that the chair did not stop. Consumer's daughter ran to try to stop it and she only managed to stop it a little but the chair went against the curb and consumer's mother allegedly fell off the chair.

Manufacturer narrative:
On (B)(6) 2024 tech went out to evaluate the unit. The unit functioned properly. User error.